Event description:
It was reported the procedure was being performed in the pediatric intensive care unit. The catheter unit. The catheter was placed into the pt and during injection, the physician had the impression that both lumens were in contact with each other. He decided to exchange the catheter but during the insertion of the spring wire guide into the catheter he felt resistance. He decided to remove the entire catheter and noticed that the catheter had three more holes on the side and the wire was stuck in one of the holes. As a result, another catheter was placed successfully for the pt. There was no delay in treatment and no pt death or complications reported. On (B)(6) 2013, follow up information states that it is the physician's practice to exchange the catheter every ten days. When he did the exchange, he found the catheter "had three more holes" on the side and "had the impression" that both lumens were in contact with each other. When the catheter was removed, the physician noticed there was a total of five holes in the catheter.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be a result of a product malfunction, therefore it is reportable.